Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system synchronization service stopped and ran intermittently when restarted. A technical support specialist (tss) found that the application server's memory was fully utilized due to the data synchronization (data sync) service pushing millions of records to all stations simultaneously. The server purge was fixed and began removing old data, necessitating an increase in the application server's memory. The tss verified all services were running, checked logs, and confirmed no memory spike on the application and database servers. Increased max pending.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, sync service stops and runs intermittently when restarted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.